Event description:
Customer reported the spectrum monitor shut down and displayed error messages, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's cpu board. Unit was calibrated and safety tested to factory's specifications.